Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that the patient faced a skin infection and is currently on antibiotics. He thinks he may have skipped a part with hygiene because he had cataract surgery and wasn't feeling so good. No further information available.